Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. As a result, the customer experienced an elevated blood glucose (bg) level of 565 mg/dl and visited the emergency room. The customer was subsequently hospitalized in the intensive care unit where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer and the customer was subsequently released from the hospital on (B)(6) 2025. The customer continued using the pump for insulin therapy.